Event description:
During a bunionectomy, the tip of the drill bit broke off. The broken piece remains in the pt.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument, and is not implanted. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.